Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop condition, pressure sensors failure occurrence. No patient involvement was reported.

Manufacturer narrative:
The manufacturer's bench repair technician replaced the data acquisition to motor controller cable and the data acquisition pcba to resolve this issue. The data acquisition pcba was tested and no failures were identified. .